Event description:
It was reported that the patient experienced a low blood glucose after announcing a meal for a snack and then forgetting to eat, while using iLet with fsl3+; the agent confirmed glucose was trending up after treatment with milk and the lowest CGM value was 70, and this event was associated with a use-of-device problem and a device component not otherwise specified. Symptoms included hypoglycemia. Outcomes included an unexpected medical intervention where medication or carbohydrate treatment was required, as well as a serious illness or impairment classification. Investigation included communication with the user and analysis of information provided by the user or a third party. Investigation of this case revealed no device problem and linked the event to user operation, with no specific component issue identified. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.